Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was approximately 150 (mg/dl). The customer was able to resume insulin each time. As the occlusion alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions could not be performed.